Event description:
Caller reported a malfunction on pump and provided malfunction code 9. There was no adverse impact to customer's blood glucose level as it did not exceed 500 mg/dl. Technical support provided pump reset information and assisted caller with resetting pump, after which the issue did not recur. Customer was instructed to call back if malfunction code recurs and acknowledged this.